Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery and posterior atrial-ventricular artery. The lesion was predilated with a 1.5x15mm non-bsc balloon. The 2.50x16mm taxus liberte stent delivery system was advanced, but was unable to cross the target lesion. The device was removed from the patient, and a stent strut was found to be lifted. The procedure was completed with a different device without patient complications. The patient condition post procedure was reported to be good.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery and posterior atrial-ventricular artery. The lesion was predilated with a 1.5x15mm non-bsc balloon. The 2.50x16mm taxus liberte stent delivery system was advanced, but was unable to cross the target lesion. The device was removed from the patient, and a stent strut was found to be lifted. The procedure was completed with a different device without patient complications. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual, tactile and microscopic examination of the entire length of the stent delivery system revealed stent damage and catheter tip damage. The stent had one strut extending back from the proximal end at 90 degrees. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).